Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatable basket was used during a biliary stone removal procedure performed on (B)(6) 2010 (weight is unknown). According to the complainant, during the procedure, the rx lithotripter compatable basket broke free from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to an unsuccessful ring repair. Per the operative report of (B) (6) 2009, after the annuloplasty was performed, "esophageal echocardiogram revealed significant mitral insufficiency. The patient was then placed back on bypass. The heart was rearrested and the atrium was opened. The ring was removed."